Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The noise was reproducible with isometric exercise. Programming changes was performed but unsuccessful, no further change or intervention was reported. There were no patient consequences.